Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed in the pca only mode to deliver hydromorphone 1mg/ml, with a 0.1mg pca dose, a 6 minute pt lockout, and a 9 mg 4hr limit. The customer contact reported that after an unspecified length of time, the pharmacy had dispensed more vials to the pt than expected. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During a review of the device history by the customer contact, it was noted that the device delivered as programmed; however, alarmed for empty syringes sooner than expected. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, customer will not be returning device for evaluation. If device is received, a follow-up report will be submitted. Pump history downloaded at user facility. Review showed early 2008 at 2058, pump programmed to deliver hydromorphone 1mg/ml, pca only mode, 0.1mg pca dose, 6 min pt lockout & 9mg 4hr limit. On the next day, between 0008 & 0610 there were nine 0.1mg pca deliveries & 4 unmet demands. At 0613, there was empty syringe alarm. Between 0655 & 0657 door opened & there was check vial, check syringe, barcode not read & check injector alarm. Between 0657 & 0923 settings retained door locked, there were four 0.1mg pca deliveries & 1 unmet demand. At 1023 door opened, 1.8mg shift total cleared & door locked. Between 1045 & 1216, there were three 0.1mg pca deliveries. At 1221 there was check injector & check settings alarm. Between 1258 & 1259 door opened & there was check vial, check syringe, check injector alarm & setting retained & door locked. At 1305 there was empty syringe alarm. Between 1319 & 1426 there was check injector, check settings, empty syringe & low battery alarm & door opened. At 1427 there was barcode not read, check injector, empty syringe, 2 check syringe alarms & door locked. At 1430 door opened & pump powered off. At 1457 device powered on, there was check vial & empty syringe alarm. At 1459 device powered in, there was check syringe & 2 check injector alarms. At 1500 settings retained & door locked. Between 1509 & 1619 there was one 0.1mg pt initiated delivery, door opened, 0.4mg shift total cleared & door locked. Between 1658 & 1809 there were two 0.1mg pca deliveries, door opened & locked twice, there was check vial, check syringe, check injector & check settings alarm. At 1810 door opened, settings retained & door locked. Review of history showed device delivered as programmed.